Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was at 4 mm below the annulus at 80% deployment. The valve was implanted at -1 mm above the annulus and 0 mm on the non-coronary cusp and left coronary cusp. The physician thought the valve moved up out of the targeted location during final deployment. Subsequently, a second transcatheter bioprosthetic valve was implanted valve-in-valve 6 mm below the first valve. Trace paravalvular leak (pvl) was noted. No other adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.